Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Customer support advised biomed to perform an est to calibrate the cell and explained how to access est. Advised biomed that if that does not work then replace the cell followed by the cable if need be. Will follow-up with biomed to see if issue is resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer/biomedical engineer reported the unit declared a low oxygen alarm. No patient/user harm reported.